Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed missing atrial fibrillation (af) and tachycardy episodes from the patient's implantable cardiac monitor (icm). However, the diagnostic summary was reporting af statistics from the missing af episodes. No patient symptoms or intervention was reported.